Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response noted due to corroded keypad traces. Also a corroded lcd board noted during visual inspection. The insulin pump passed displacement test and self-test. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 136 mg/dl. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.